Event description:
During incoming inspection, the distributor rejected this device,138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 138114a in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal. Performed a function inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the device had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.